Event description:
The customer reported that the ortho provue analyzer misread two sample ID barcode numbers. A miss-association of result to the wrong sample could result in inappropriate physician action. The user identified the discrepancy between barcode ID numbers, preventing erroneous results from being released.

Manufacturer narrative:
A possible root cause was determined. The barcode label printings were most likely of poor quality. The customer was advised by the ocd field engineer to reprint the barcode labels whenever a similar issue occurred. Repairs were not required to return the analyzer to expected operation. Incident occurred as a result of user error.